Event description:
It was reported that the patient did feel stimulation, but it had never really managed their symptoms. The therapy had never helped the patient¿s bowel symptoms. The patient felt the stimulation initially, but as they went about their day they didn¿t feel it very much. The patient went along with it because there was nothing else for them to try. The implantable neurostimulator (ins) had helped the patient to pee. It helped them too much to pee at night and they went every 2 hours every night. The patient¿s health care provider (hcp) was aware of this and had no more suggestions for the patient. Prior to implant in 2005, the patient couldn¿t pee at all. The patient had a loss of therapeutic effect and a loss of bladder control following implant. The patient changed it off and on all the time and just changed programs last week from program 3 to program 4. The implantable neurostimulator (ins) was turned on and the programmer icon was half shaded. The patient was currently on group 4 at 1.30v and was comfortable. It was noted that it was hard for the patient to stand up very long. The patient thought the ins might have a low battery. Two day later, the patient had stimulation that was so painful they turned it off. The patient felt like they were about to be electrocuted and had sharp electrical impulses. It was further reported that there was a 50 percent or greater symptom reduction. The patient had improvement initially and had not done as well since the second ins was implanted on (B)(6) 2012. The troubleshooting done to provide insight to the issue was reprogramming on (B)(6) 2015. The action taken to resolve the issue was that they tried various programs and the main problem was nocturia. The cause of the event was not determined. The patient had edema and was on a diuretic and may make more urine at night. The patient was not recovered, with symptoms or an issue ongoing. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient had an appointment on (B)(6) 2015, omitted information in pes (B)(6): therapy issues w/first ins <(>&<)> (B)(6): no telemetry.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v850462, implanted:(B)(6) 2012, product type: lead. (B)(4).